Event description:
It was reported that the ventilator failed pressure transducer during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test. The ventilator was investigated by a service engineer. The pressure transducers, expiratory channel cassette, expiratory channel printed circuit board (pcb), the monitoring pcb and the moisture traps were replaced. The unit passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.